Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is complete a follow up report will be filed. Ref: (B)(4). Update 04/18/2017: investigation: no sample returned. Analysis and findings: the reported event cannot be verified due to absence of device name (kc-rumi-30 or 35), lot number, or return product for investigation. However, if affected device is returned in the future and made available for root cause analysis, complaint may be reopened and addressed as needed. The complaint details did not mention of a product malfunction that can be attributed to the manufacturing process specific to the kc-rumi product. A DHR review cannot be completed as the lot number nor the specific device name was not provided for investigation. A review of the two year tracked complaint history for the kc-rumi-35 did not have any definitive trend. There is a possibility that the lacerations may have been due to a usage error; it is not clear how the issue occurred with information present. Corrective actions: corrective action is not warranted as the device was not returned for root cause investigation. Complaint will be monitored for trending.

Event description:
(B)(4). "Lacerations of the vaginal mucosa seen on examination after the hysterectomy when the rumi ii was removed from the vagina."

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is complete a follow up report will be filed. (B)(4). Device will not be returned.

Event description:
(B)(4). "Lacerations of the vaginal mucosa seen on examination after the hysterectomy when the rumi ii was removed from the vaginal lacerations of the vaginal mucosa seen on examination after the hysterectomy when the rumi ii was removed from the vagina."